Event description:
Crd_1025 - portico valve-in-valve retrospective registry (B)(4). It was reported that on (B)(6) 2020, a 23mm portico valves was successfully implanted. On (B)(6) 2020, post procedure the patient developed auric acute kidney injury on a background of chronic kidney disease. Commenced on continuous veno-venous hemofiltration was done on (B)(6) 2020. Baseline creatine 130 umol/l. It was noted that the patient was in stable condition at the time of report. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of acute kidney injury one day after the valve implant was reported. A more comprehensive assessment, including a histopathological examination of the valve tissue, could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.